Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported system error 345 alarms which were reproduced. The reported 'up arrow key not registering key press' was verified and found to be caused by a keypad malfunction and failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump up arrow key did not register key press. There was no known patient injury or medical intervention associated with this event. No additional information is available.